Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced discomfort at the implantable pulse generator (ipg) site. Patient also stated no longer needing therapy. Patient denies any traumas. The device system was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined